Manufacturer narrative:
(B)(4). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the product was returned fractured. Not all pieces were returned. No adverse event has been reported as of the event to date.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture on the right side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.